Event description:
Caller reported that the pump display was frozen and unresponsive. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, which the caller attempted. However, the reset did not resolve the issue. Customer reverted to an alternate method of insulin therapy.